Manufacturer narrative:
The internal handles were returned to zoll medical corporation. The customer's report was verified and attributed to a break in the wire near the strain relief on the apex handle. The internal handles were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the internal handles failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.